Event description:
Ous MDR - it was reported that approx. 27 months after the implantation out of range pacing impedances of greater than 2500 ohms and loss of capture were observed. The lead was capped and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed increasing values from initially 1600ohms at the beginning of august 2018 to greater than 3000 ohms at the end of (B)(6) 2018. The out of range impedances were continuously measured until (B)(6) 2019. Furthermore the episode recording demonstrated a bipolar lead failure on the (B)(6) 2018 and as well a unipolar lead failure on the (B)(6) 2018, confirming the clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.